Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level between 450-500 (mg/dl) and diabetic ketoacidosis. The contact attributed the customer's elevated bg levels to hormonal changes. Injections and pump boluses were used prior to hospitalization to address bg levels. While hospitalized, the customer was treated with intravenous insulin and insulin injections and released 2 days later.